Event description:
It was reported when using the bd sedi-40 customer found the mixer is blocking during mixing step. The following information was provided by the initial reporter. The customer stated: ¿instrument error: mixing problems ¿ the mixer is blocking during mixing step we don¿t need an instrument for replacement for the costumer.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Medical device expiration date: unknown. OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-14. H.6. Investigation summary: instrument sedi 40 18-42012 was returned to the manufacturer for service with respect to the reported defect ¿ mixing error. The instrument was evaluated by visual examination and functional testing and the mixing issue was confirmed. Adjustments were made to the ir board a screw on the bottom plate was replaced. After repair the instrument passed all further quality checks. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40 customer found the mixer is blocking during mixing step. The following information was provided by the initial reporter. The customer stated: ¿instrument error: mixing problems ¿ the mixer is blocking during mixing step we don¿t need an instrument for replacement for the costumer.¿